Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user's blood glucose (bg) level was elevated at 370 mg/dl with trace ketones on every third day of supply use. The user changed the supplies and delivered a bolus via the pump to address bg level. At the time of the report, the user's bg level was 224 mg/dl.